Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') and helicobacter gastritis ('gastrointestinal or digestive system condition type: helicobacter pylori and gas') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included cesarean section and fibroids. Concurrent conditions included obesity, multiple allergies, bursitis, anemia, shoulder pain, edema lower limb, dependent edema, uterine bleeding, adenomyosis and endometriosis. Family history included hypertension and anemia. Concomitant products included potassium and vitamin d nos (vitamin d). In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), pain in extremity ("legs pain"), back pain ("lower back pain") and anaemia ("anemia"). On (B)(6) 2008, the patient experienced helicobacter gastritis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and flatulence ("gastrointestinal or digestive system condition type: helicobacter pylori and gas") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (supracervical hysterectomy (uterus only). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, headache, dysmenorrhoea, fatigue, vaginal discharge, weight increased, pain in extremity and back pain had resolved and the helicobacter gastritis, vaginal haemorrhage, migraine, flatulence and anaemia outcome was unknown. The reporter considered anaemia, back pain, dysmenorrhoea, fatigue, flatulence, headache, helicobacter gastritis, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Pathology test - on (B)(6) 2018: result: left ovary and fallopian tube, salpingo-oophorectomy- left ovary with cystic follicles and hemorrhagic corpus luteal cyst. Left fallopian tube with no significant histopathologic change. Uterus, right ovary and fallopian tube, hysterectomy and right salpingo-oophorectomy. Cervix, excision - endocervical tissue with no significant histopathologic change. Ultrasound pelvis - on (B)(6) 2016: result: findings likely related to adenomyosis. Unremarkable ovaries. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Race information added. Product indication updated. Essure explant date added. Following events were added: abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping), fatigue, vaginal discharge, weight gain, gastrointestinal or digestive system condition type: helicobacter pylori and gas, legs pain, anemia and lower back pain. Previously reported event injury was updated to pain. Event onset date were added. Event clubbed: menorrhagia/heavy bleeding. Event severity added for: pain/pelvic area, dysmenorrhea (cramping), legs pain and lower back pain. Event outcome added for: menorrhagia/heavy bleeding, pain/pelvic area, dysmenorrhea (cramping), legs pain, lower back pain, headaches, weight gain, fatigue and vaginal discharge. Concomitant and treatment medications added. Medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.